Event description:
It was reported that balloon material ruptured. A target lesion was mildly tortuous. A 5.00mm x 8mm nc emerge balloon was used for percutaneous coronary intervention (pci) procedure. During procedure, during inflation balloon burst. Balloon was successfully retrieved and there were no device fragments left inside the patient. Procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Initial reporter phone: (B)(6).